Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) was not holding a charge once unplugged from the wall. Ups was replaced and the system regained functionality.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system wasn't staying powered when unplugged from the wall. The site did not know if the system was plugged in for an appropriate amount of time. The site charged the device for 24 hours after initially reporting it, but it still would not power on afterward. No patient present.